Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient suffered an intracerebral hemorrhage ich. The patient was removed from support and expired.

Manufacturer narrative:
The patient expired and the pump was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.